Event description:
Boston scientific received information that the patient with this device system was presented to the hospital after receiving an inappropriate shock for atrial fibrillation (af). The patient was presented with symptoms of a burning sensation, nausea and blood in the urine. Upon further review, a blood clot in the intestine was found. It was suspected that the delivered shock dislodged the clot, moving it to the intestine. The device ventricular tachycardia (vt) rate cutoff (rco) was increased from 140 to 170 and rhythm ID was turn on and sudden rate duration was programmed off. The patient was listed as still in the intensive care unit. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.